Manufacturer narrative:
The probable root cause of this issue is attributed to check master communication failure on the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mass resection surgical procedure, the customer reported to technical service engineer (tse) that the generator machine was not working. The system logs show no associated errors. The customer advised they are currently using a third-party generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not completed with the same generator. The procedure was completed using the bifurcated energy cord connected to generator. The bifurcated cord was not compatible with the valleylab triad as instructed by the davinci support.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned for failure analysis, and the reported failure (u-02 error) was confirmed and reproduced on generator connected to system confirming the fault occurred in the field. Visual inspection confirmed that the unit has no significant scratches or dents. The front bezel was in decent condition. The unit that was placed on a system and was run in normal mode.